Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Additionally, the pump time was incorrect by 15 minutes, cause was unknown. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined troubleshooting.